Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device triggered a lead safety switch due to out of range impedances on a competitor's right atrial (ra) lead. Noise is also seen at times which led to stored episodes, but there was no pacing inhibition. An x-ray was performed which revealed no abnormalities with the lead. At this time, the device remains in service and the patient is being monitored. No adverse patient effects were reported.